Event description:
On (B)(6) 2009, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Pre-implant diameter measurements of the common iliac artery ranged between 8 mm proximally and 11 mm distally. On (B)(6) 2011, an intervention occurred. A bare metal stent was placed proximally in the common iliac artery to repair infolding of the gore excluder aaa contralateral leg endoprosthesis. On completion, intravascular ultrasound (ivus) showed the graft was open and there was no more infolding. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) state that strict adherence to the IFU sizing guide is required when selecting the appropriate device size. Complications that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel.